Event description:
It was reported that, the nut engages the offset impactor stripped and the inner lock also stripped making it impossible to seat and release a cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR #2249697-2012-02170.